Event description:
The pt was being ventilated on the unit in her room. The vent was unplugged from wall, and showed a fully charged battery. The pt was transferred to physical therapy/occupational therapy. After approx 20 min, the ventilator shut down with appropriate alarms. There were no warning alarms before shut down to alert staff that the battery was low.